Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer was hospitalized for high blood glucose. Date of admission was (B)(6) 2014. Blood glucose at the time of admission was unknown. The customer stated they were dehydrated and throwing up prior to being hospitalized. It was found the customer was treated with fluids and anti-nausea medicine for their blood glucose. No additional information provided.